Event description:
Event: surgical intervention to treat occlusion. The patient underwent successful graft implant. It was reported the next day that due to the patient's tortuous anatomy the left graft limb partially kinked, causing poor blood flow. Two stents were placed in the graft limb to re-establish flow. The outcome was successful.